Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported they did not have the serial number of the ens as it was removed at the hospital and they could not get it back. It was also reported that the patient had feeling and mobility back in their legs and continues to improve. There were no further complications anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: screening device.

Event description:
Information was received from the manufacturing representative regarding the patient. It was reported that the patient was unable to feel or move their legs post-trial procedure. They were then diagnosed with hematoma, and admitted to the hospital where surgery was performed and the trial leads were explanted. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.